Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ instrument produced a false positive result in rsv. Eight different samples were tested on another bd max instrument, with 5 results returning negative, and 3 coming back positive. However, only one sample was considered to be a true positive for rsv. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: rsv. The following information was provided by the initial reporter, translated from (B)(6) : "problem 441916 - instrument max clinical since monday 01/24 we have had many false positives in rsv. I took 8 samples from the 4846 run again on another bd max (3336 run), 3 came out pos and 5 neg. Only one true positive rsv: b5 of the 4853 run. Current batch (abr224-039) used since 01/20."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false positive results on rsv. Field service was dispatched. Field service renormalized both readers. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 29aug2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1025 and no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that the bd max¿ instrument produced a false positive result in rsv. Eight different samples were tested on another bd max instrument, with 5 results returning negative, and 3 coming back positive. However, only one sample was considered to be a true positive for rsv. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: rsv the following information was provided by the initial reporter, translated from french: "problem 441916 - instrument max clinical since monday (B)(6) we have had many false positives in rsv. I took 8 samples from the 4846 run again on another bd max (3336 run), 3 came out pos and 5 neg. Only one true positive rsv: b5 of the 4853 run. Current batch (abr224-039) used since (B)(6)."